Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested an elective system explant due to a change in their pain condition. The patient reported a change in the location of their pain and indicated that they no longer use the evoke scs system. The patient had been implanted for 15 months and reported adequate therapy since implantation until the change in pain location occurred. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation date. An elective explant of the evoke scs system was performed. The patient reported a change in the location of their pain and indicated they no longer use the evoke scs system. The evoke scs system was confirmed to be functioning as intended prior to the explant.